Event description:
The product was used during a laparoscopy procedure. Reportedly, the insulation was damaged and disengaged into the pt's cavity. The surgeon was able to remove the insulation and complete the procedure. The hosp has reported no pt injury occurred.